Manufacturer narrative:
One sample was returned for investigation. The customer¿s results were confirmed. An interfering factor could not be identified in the sample. A general reagent issue can be excluded. The mathematical differences of the tsh and ft4 and ft3 values, generated with the different types of analyzers, are caused by differences of the setups of the assays, the antibodies used and differences of the standardization materials and procedures used. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable thyroid results for one patient tested on a cobas 8000 e 801 module. The patient had questionable elecsys tsh assay, elecsys ft3 iii, and elecsys ft4 iii assay results compared to the results from an abbott system. The customer suspects that maybe there is an interference issue affecting the results. This medwatch will cover ft3 iii. For information on ft4 iii refer to the medwatch with patient identifier (B)(6). For information on tsh refer to the medwatch with patient identifier (B)(6). The cobas e801 results were: tsh 3.5 mu/l, ft4 iii 30.3 pmol/l, ft3 iii 7.96 pmol/l. The results from the abbott system were: tsh 2.0 mu/l (reference range 0.7 - 4.2 mu/l), ft4 17.94 pmol/l (reference range 11.48 - 17.67 pmol/l), ft3 6.76 pmol/l (reference range 4.3 - 6.81 pmol/l). The cobas e801 serial number was (B)(4).